Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a discrepancy between the displayed fill estimate of 300 units and the expected 240 units. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge. However, the pump was replaced, and the customer used a backup insulin pump for insulin therapy until the replacement arrives.